Manufacturer narrative:
Background information: jay union owner's manual, rev a (page 2) states: "warning! Prior to prolonged sitting, any cushion should be tried for a few hours at a time while a clinician inspects your skin to ensure that red pressure spots are not developing. You should regularly check for skin redness. The clinical indicator for tissue breakdown is skin redness. If your skin develops redness, discontinue the use of the cushion immediately and see your doctor or therapist." Jay union owner's manual, rev a (page 2) states: "caution- avoid sharp objects or exposure to excessive heat or open flame." Discussion: cushion was 11 months of age at time of complaint. Effective lifetime of the cushion is 2 years. In reviewing the complaint, the dealer reports that the cushion base is allegedly "bottoming or flattening" in the midsection. This complaint provides no indication that would allow us to determine whether root cause of this failure is due to a product malfunction during normal use or damage due to potential user misuse. No injuries have been reported. The cushion has not been returned to sunrise medical for evaluation as of this filing. Conclusion: due to previous filings for what could be similar failure modes and the possibility of malfunction, which could lead to a serious medical condition if any such malfunction were to recur, this MDR is being filed out of an abundance of caution. If the cushion is returned and the product evaluation for the cushion produces additional findings, a supplemental report will be filed.

Event description:
Dealer reported that the jay union cushion is bottoming or flattening out in the mid-section. No injuries described.